Manufacturer narrative:
One device was returned for repair. It was reported that the product has error code 1610. Service history review identified no indication that the complaint was related to a service of the device within the view period. Visual evaluation found there was no physical damage on device. As a result of checking the error log, it was confirmed that there was a record of error code 1610 when the pump was turned on. The primary problem was replicated. The cause of the problem was a possible defective mainboard. The mainboard was replaced, and the device passed functional testing.

Event description:
It was stated reported the product has error code 1610. Event occurred while patient use, during infusion. There was known patient involvement and no patient harmed reported.